Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: battery device, (B)(6) 2023. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device stopping by itself and making an excessive noise were not confirmed. Therefore, an assignable root cause was not determined. However, the moving parts of the trigger not moving smoothly identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the battery oscillator device. It was determined that the mechanics seized, and the device had a controller and component damage. It was further determined that the device failed pretest for check for sticky trigger, check function of device and check oscillation frequency with frequency meter. It was noted in the service order that during a total knee replacement surgical procedure, it was discovered that the device stopped working after finishing a tibial cut. It was further reported that the battery device was changed; however, the device still did not work. It was reported that the device emitted a high-pitched sound when the trigger was pressed, but the oscillator did not function at all. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.